Manufacturer narrative:
A part and lot number for the guide wire was provided; however, per the manufacturing documents, it was manufactured after the reported initial surgery date of (B)(6) 2015. At this time it is unknown if the surgery date or the provided product information is incorrect. Manufacturing location: (B)(4). Manufacturing date: january 08, 2016. No deviation or any non-conformance reports were marked in the device history record. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown guide wire. Part and lot numbers were not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient suffered a post-operative femoral neck fracture on (B)(6) 2016, at the site where an unknown guide wire fragment had been retained during an initial surgery on (B)(6) 2015. This complaint is related to complaint, (B)(4), which addresses and reports the initial event. This report is for one unknown guide wire. This report is 1 of 1 for (B)(4).